Event description:
It was reported that during routine follow-up of the asymptomatic patient, varying impedance and sensing values were observed on the atrial lead. A micro-dislodgement was assumed. The lead was successfully explanted and replaced. The patient was noted to be doing well following the procedure and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.